Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the obturator/trocar broke that caused the patient pain. The doctor did a second procedure due to the patient¿s pain and found an expandable sleeve within the patient. It could either be the devices that contain either the sleeve on its own or with the trocar system that were both used on the patient.